Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: warnings: section: pre-support evaluation: section: impella cp with smart assist catheter insertion: section: axillary insertion of the impella cp with smart assist catheter: section: use of impella with transcatheter aortic valves: ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."

Event description:
The complainant reported the patient was on impella cp support and during support, a left ventricle thrombus was noted. The thrombus was observed in the patient, but support continued and the patient remained stable.

Manufacturer narrative:
Additional information was received and the following sections have been updated: b1 product problem selected. B5 clinical narrative updated to capture additional adverse events. D4 UDI number. E1 facility name. H6 clinical codes added e0601, e0602, e060106, e2321, h6 impact codes removed 4614 (serious injury/illness/impairment) code and added f2301, f1905, f2303. H6 med dev prob code removed 2993 (adverse event without identified device or use problem) and added a141204, a01. The investigation for previously reported thrombus has been completed. The root cause of the thrombus cannot be determined since the product was not returned and insufficient details were provided.

Event description:
Clinical narrative: an impella cp device was inserted in a 67-year-old male presenting with late st-elevation myocardial infarction (stemi) complicated by cardiogenic shock. The patient¿s comorbidities included hypertension, hyperlipidemia, tobacco use, chronic kidney disease, and type 2 diabetes mellitus. Baseline evaluation demonstrated reduced left ventricular function (lvef ~35%) and a large left ventricular thrombus; no ventricular septal defect (vsd) was initially identified. The patient underwent pci with impella cp support and was transferred to the cicu. Approximately two days post-procedure, a sudden increase in reported cardiac output with concurrent hemodynamic changes raised concern for intracardiac shunting. Echocardiography confirmed a new, large vsd with persistent left ventricular thrombus. Approximately 16 days after impella cp implantation, which outside the recommended use time of 4 days, the device experienced a motor stop. The device was emergently explanted and replaced with an impella 5.5 via right axillary access. The patient subsequently underwent successful surgical vsd repair, followed by device removal. Later follow up on this patient reported the surgical intervention demonstrated improved cardiovascular function. The impella cp motor stop is conservatively reported as a product malfunction. The vsd is a known complication of myocardial infarction and is not attributable to device performance.